Manufacturer narrative:
Additional information received on 27apr2016 and includes: the pathogen results came back positive for staph. Aureus. Batch reviews performed on 17 may 2016. (B)(4). On 18 may 2016 it was prepared a final report with the information submitted in this report. On 19 may 2016 the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in complaining of pain. The patient presented with signs of infection. The surgeon washed out the hip and revised the head and liner. The surgery was completed successfully. X-rays and explants are not available.